Event description:
It was reported that three and a half years ago the patient underwent a procedure to place an absorbable nasal implant system. In (B)(6) 2024 the patient presented at the user facility and reported that the implant was palpable and was visible under the skin. There has been no medical intervention taken as a result of the event at this time.

Manufacturer narrative:
H3 other text : device remains implanted.